Manufacturer narrative:
Corrected data: h6 - health effect clinical code: 4581 (narrowing of angles). G3 - corrected date for supplemental MDR #1. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, 10.00/+1.5/069 (sphere/cylinder/axis), into the patients left eye (os). At one month post-op, the patient had persistent elevated intraocular pressure (iop), which was being treated with iop lowering medications. The patient had no symptoms of angle closure and no signs of inflammation. Current post-op finds the pressure has stabilized on medication. The patient is being watched closely. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: health effect impact code: 4644 - iop lowering medications. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5- the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.00/+1.5/069 (sphere/cylinder/axis), into the patients left eye (os). At one month post-op, the patient had persistent elevated intraocular pressure (iop), which was being treated with iop lowering medications. The patient had no symptoms of angle closure and no signs of inflammation. Narrowing of angle was also noted and current post-op finds the pressure has stabilized on medication. The patient is being watched closely. The lens remained implanted.